Event description:
Physician reported right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on patch side assessed as surgical damage. Additional observations: observed broken on plug strap side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device remains implanted.

Event description:
Physician reported right side deflation. Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03may2024.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.